Manufacturer narrative:
The unit was received with a critical pump error (open book). Traces confirmed that the open book was due to alarm 35 force sensor. (The zero offset of the force sensor was measured to be -5.31mv, which is out-of-specifications). The unit had a cracked reservoir tube lip, a scratched case, and a minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that after receiving a replacement device it alarmed critical pump error. The customer's blood glucose level at the time of event was unknown. The caller was advised to revert to ta back-up plan and that the device would be replaced. The customer's device was returned for analysis.